Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (motor issue) issue. It was alleged the piston rod was not retracting properly. It also could not move forward until there were 0 units of insulin. The piston rod was stuck at 20 to 30 units. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2018 with the following findings: a review of the black box showed an intermittent rewind tolerance and motor stall alarms. The investigation was unable to reproduce the motor alarms during the hour basal delivery test. The motor stall alarm was intermittently duplicated during the second rewind attempt. The motor was found to be weak with an intermittent start up. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.